Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscopic image]: confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the image was not displayed due to a shaved electrical contact on the video connector and damage on the charged coupled device unit. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; due to wear of the angle wire, the bending angle in up direction did not meet the standard value and the play of the angulation lever was out of the standard value; due to damage on the forceps elevator lever, the bending section cannot be fixed firmly; the video connector had a crack and a scratch. The following components had a scratch: the angulation lever, the bending section cover, the control unit, the grip, the light guide connector, the light guide cover glass, the right/left lever, the right/left plate, switch 1, the upward/downward angulation control plate, the universal cord, and the video connector case. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a poor image. The issue was found during preparation for use for a therapeutic procedure, which was completed with a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image was not displayed due to a shaved electrical contact on the video connector and damage on the charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.